Manufacturer narrative:
Investigation summary: customer complains about the difficulty of connecting the connector to an injector. No picture or samples available. The retained samples have been assembly with c35 connector (lot. 1701102). No defects have been found. Connection and disconnection took place without issues. During manufacturing process several inspections and tests take place:. Among others: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Cylinder assembly. Piston must be fixed by the safety sleeve functionality of the injector. No quality notifications have found during device history record review in any of the affected lots. It is recommended to carefully follow the instructions explained in IFU. Investigation conclusion: 1,12 injector difficult to engage/disengage. Customer complaints about the difficulty of connecting the connector to an injector. No picture or samples available. Two retained samples of each affected lot have been checked. Visual inspection shows no defects. The retained samples of each lot have been connected to a c35 injector (lot 1701102). No defects have been found. Connection and disconnection took place without issues. Inspections and tests the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process (according ph-300 current version): visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: (according to ph-301 current version) the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a caliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and penetrated by the cannula. Retained samples shows no defects. No issues during connection/disconnection to two samples of c35 connector. Retained samples show not damages in the grips of the safety sleeve nor on the rotation stops. No qn¿s or other events that may be related to the claimed defect have been found during DHR review in any of the affected lots (1704102/ 1701102/1703105). Root cause description: no defect found in retained samples. No root cause found.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1704102, medical device expiration date: 2019-09-30, device manufacture date: 2017-04-20. Medical device lot #: 1701102, medical device expiration date: 2019-07-31, device manufacture date: 2017-01-17. Medical device lot #: 1703105, medical device expiration date: 2019-09-30, device manufacture date: 2017-03-17. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that chemo drug leaked from a bd phaseal¿ injector luer n35c and the syringe during use. No injury or medical intervention.